Manufacturer narrative:
Follow-up #1 date of submission 01/11/2016-device evaluation:the pump has been returned and evaluated by product analysis on 12/18/2015 with the following findings:a review of the pump black box data revealed no evidence of short battery life. During testing, the pump powered on appropriately with the returned battery cap. The electrical current draws measured within specifications. The pump case was removed and no evidence of internal moisture or damage was found. The battery life complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.